Manufacturer narrative:
Evaluation summary: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The sample was received at the manufacturing site for evaluation. The sample was observed under the camera, and the burst balloon was confirmed. Based on the pattern of the burst balloon observed, this burst was not caused by a manufacturing issue. The pattern of the burst balloon shows it was caused by the usage of petroleum lubricant. Foley catheters manufactured from this site are sensitive to any petroleum-based chemicals and petroleum will cause a burst balloon. Thus, the user should not apply any petroleum-based chemicals while using this catheter. This product was manufactured according to the established device master record. No deviation noted on all processing material and parameters. All quality control inspection criteria had been fulfilled satisfactorily. This issue was not a manufacturing related condition. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.¿ if the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.¿ as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: indwelling balloon burst. No patient harm. The duration of use is unknown. Additional information was provided upon the verification performed at covidien (B)(4), the balloon did burst with fragments.